Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that the drawer had failed. The customer had reported a failure in main drawer 2.2, cubie b3. The field service engineer contacted the pharmacy staff prior to arrival to troubleshoot and recover the cubie failure. The pharmacy successfully recovered the failure, and the fse proactively ran a functionality test on the reported drawer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.2 had failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.